Event description:
It was reported that the customer had extreme difficulty pushing the wake button and interacting with the pump. The customer reported no adverse impact to blood glucose level. Reportedly, customer continued to use the pump for insulin therapy.